Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that inadvertent coil deployment and vessel dissection occurred. An interlocking detachable coil 18 was selected for embolization. During the procedure, it was noted that the coil became detached within a non-bsc microcatheter. It was thought that the coil was removed from the catheter, however when the microcatheter was flushed, the coil flushed out and became lodged in the superior mesenteric artery (sma). When the coil was attempted to be removed, a dissection of the sma occurred and the patient was extremely unwell.